Event description:
Facility reported that after 3.5 hrs of hemodialysis treatment, blood leakage was observed. This was due to the separation of the tubing on the patient's venous line from the needle. The needle was removed and the hemodialysis treatment was terminated as only 15 minutes of therapy was left. There was no medical intervention and there was 10 cubic centimeters of blood loss.

Manufacturer narrative:
Conclusion: due to unavailability of defective sample, we were unable to clarify the actual defect and cause for this complaint. We would like to encourage the end-user to provide us with the defective sample so that we could carry out our investigations more effectively. Based on DHR and preserved sample review, no abnormality was observed. Simulation tests were also conducted to determine air leakage on different amount of adhesive at wing to tube bonding area. Stimulation results showed that the likelihood of defect occurrence is very low since wing is difficult to insert to tube if insufficient adhesive was applied. Aside from this, insufficient adhesive was also filtered out by inspector during 100% inspection. We believe that this defect was an isolated case. However, we had disseminated this information to all operational staffs for their awareness of such defect.